Manufacturer narrative:
Physio-control further evaluated the device, but could not duplicate the reported issue. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device powered off by itself. It was not reported if there was patient use associated with the reported event.

Manufacturer narrative:
Mfg date of the initial medwatch report indicates: 08/05/2015. The initial medwatch report should indicate: 08/04/2015. (B)(4). Physio-control evaluated the device but could not verify the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Manufacturer narrative:
The initial medwatch report indicates: (B)(6) 2016. The initial medwatch report should indicate: (B)(6) 2016. The follow-up medwatch report indicates: physio-control further evaluated the device, but could not duplicate the reported issue. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer for use. The follow-up medwatch report should indicate: physio-control evaluated the downloaded electronic patient record and the device's key log data and it was verified that the device had powered off. It was also observed that the device was used with a modified sine wave inverter in the ambulance to provide ac mains power to the lifepak 15 ac power adapter. The likely cause of the reported issue is due to the use of a modified sine wave inverter. The operating instructions for the lifepak 15 monitor/defibrillator include the following warning: potential performance degradation physio-control has no information regarding the performance or effectiveness of the lifepak 15 monitor/defibrillator when the power adapter is used with a power inverter. It is the user's responsibility to verify that the monitor/defibrillator performs correctly when used with a power inverter. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer for use.